Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella 5.5 pump support ongoing for a patient admitted in (B)(6) 2024. The patient had the support for 119 days until removed/explanted at the time of death. The patient later in (B)(6) 2024 was found by abiomed¿s long-term outcome and quality indicator (loqi) database to have bleeding treated by transfusion. Upon review by abiomed's medical safety, the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
B2 revised to reflect death, based on the additional information received from the clinical site. Date of death is unknown. B5 revised to reflect the additional information received from the clinical site. H1 type of report revised to death. H6 revised to reflect additional failure mode and outcome. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. G1 reporting contact email revised on manufacturer device report 1220648-2024-16178 in accordance with updated procedures.

Event description:
Later in 6/2025 the abiomed¿s long-term outcome and quality indicator (loqi) database again reported upon an adverse event with a possible relationship to the pump. There was coagulopathy/disseminated intravascular coagulation (dic). The patient expired and device may have caused or contributed to a death.